Event description:
It was reported that during a remote follow up, undersensing resulting in the inhibition of therapy was noted on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the undersensing event was sensed by the device, leading to the inhibition of therapy.